Event description:
Event description cpi received information that this implantable pulse generator (ipg) was returned for evaluation because it was 'defective'. *cpi minimum longevity at nominal settings with a 500 ohm lead is 42 months.

Manufacturer narrative:
Event conclusion cpi analysis found that the unit is below ert. The unit meets specification for normal battery depeltion. The ipg was implanted beyond expected minimum longevity. Threrfore, cpi could not confirm any 'defect' with the unit.